Event description:
It was reported that bd unknown pivc leaked. Material#: unknown, batch#: unknown. It was reported by customer that j-loop connection loosened during antibiotic. Unknown amount leaked on the bed. Nursing has noticed this happening more frequent, and one case of the j-loop not locking and was stripped, so it needed to be changed out. I have provided information on our most recent issue with mp-5303c. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 11-21-2025. 2. Can you please provide the lot number associated with reported issue? 25089028. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. J-loop connection loosened during antibiotic. Unknown amount leaked on the bed. Nursing has noticed this happening more frequent, and one case of the j-loop not locking and was stripped, so it needed to be changed out. No patient harm. 4. Could you please confirm if any samples are available for return so we can investigate further? Item was not saved. 5. Could you please confirm if there are any additional bd products being used with the j-loop? IV catheter - unsure size.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.